Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report a broken sensor on (B)(6) 2010. Pt had worn the sensor without issue for the full seven days. Pt stated that she could feel the sensor fragment under her skin. The broken sensor is unavailable for eval.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.